Manufacturer narrative:
Device codes: 1142 labeled. Internal file number - (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Reported device code 3190 removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that suture placement in the heavily calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a valvuloplasty procedure. Reportedly, a cuff miss was noticed with both proglide devices. The sheath was upsized to a 10f and the valvuloplasty procedure was completed. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was not confirmed as all components were not returned for analysis. However, it is likely that a needle deflection/ cuff miss likely occurred due to interaction with heavy calcification and/or failure to maintain a stable position of the device with respect to the tissue tract. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using two proglide devices after an unspecified procedure. Reportedly, "the device did not perform the vessel closure". The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.